Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The device alarm functions (vibration and buzzer) were tested successfully with the diagnostic test system and the results were within the product specifications. The device did shut down due to leaked battery acid.